Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inflation valve of the foley catheter was disconnected during water injection and sterile water leaked. Per additional information via email from ibc on 08feb2024, it was confirmed that the collection valves of catheter were disconnected.

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inflation valve of the foley catheter was disconnected during water injection and sterile water leaked. Per additional information via email from ibc on (B)(6) 2024, it was confirmed that the collection valves of catheter were disconnected.